Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a return of diarrhea, all day long, like it was before the implant. The patient also stated they typically wake up to urinate during the night, but recently they were not doing so and after waking up, having a mass of water. The patient inquired about possible urinary retention. The patient was redirected to discuss with their healthcare provider. The patient state they increased from 0.6v to 0.9v, after which they felt low stim, and then decreased to 0.8v. The patient stated that later they connected with the implant and thought they saw poor communication. The patient synced with the programmer and saw the stimulation was off. The patient turned on stimulation on program 3 at 0.8v and could feel stim that was almost uncomfortable so they lowered it to 0.7v which was comfortable. No further complications were reported.